Event description:
A physician reported that during a cataract surgery with intraocular lens (iol) implant, the lens got stuck in the cartridge. One of the lens leg was broken. The lens was removed from the patient's eye and a new lens was placed. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No iol was returned for evaluation. Label set, pid card along with closed lens case were returned in the carton. The complainant states the use of "vsy" as a viscoelastic which is not qualified to be used with the associated iol model. The reported complaint was not observed as no iol was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow instruction for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).